Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 594mg/dl. The husband states he will suspend the customer's device when transporting the customer from wheelchair to bed and when blood glucose levels are the 100mg/dl. The customer's husband declined to troubleshoot for the highs due to attributing the highs to suspending the device. The customer was advised to make sure the pump is functioning normally and battery is functioning properly. The customer was advised to call back if any issues arise.